Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an device upgrade procedure from a single chamber device to a crt-d, increased capture threshold and low sensing was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. A left ventricular lead was attempted to be implanted and was not successful due to patient anatomy. The patient was not upgraded to a crt-d and the single chamber device was left implanted. The patient was in stable condition and experienced no adverse health consequences.